Event description:
For the past month the patient had not had optimal therapy results. The patient experienced some increased spasticity; however, it was better than pre-implantation of their device. A volume discrepancy occurred in which the actual residual reservoir volume (arv) of 15 ml was greater than the expected residual reservoir volume (erv) of 5 ml. A catheter access port study and pump roller study were planned to be performed on (B)(6) 2013. Drug delivered via the device was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type; catheter. (B)(4).